Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous non-calcified left superficial femoral artery. A non- bsc guide wire was used to cross to the target lesion and a 7.0mmx40mmx135cm mustang balloon catheter was advanced for pre-dilation. Upon first inflation at 15 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with an implant of a 08mm x 100mm non-bsc stent and post dilatation using a 7mmx2cm and 8mmx4cm mustang balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a kink in the shaft. The kink was located inside the balloon at 1.5cm distal to the distal edge of the proximal markerband. A longitudinal tear was visible in the balloon. The tear stretched from the distal edge of the proximal markerband and this extended distally along the balloon for a total length of 1.3cm. No other issues were noted with the device which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous non-calcified left superficial femoral artery. A non- bsc guide wire was used to cross to the target lesion and a 7.0mmx40mmx135cm mustang balloon catheter was advanced for pre-dilation. Upon first inflation at 15 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with an implant of a 08mm x 100mm non-bsc stent and post dilatation using a 7mmx2cm and 8mmx4cm mustang balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).